Event description:
Patient had lumbar fusion with insertion of bone growth stimulator on 1/9/92. Bone growth stimulator removed during course of surgery for decompression of sacral nerve root 9/3/92. Tissue from battery site sent to pathology, local necrosis noted on pathology report. Hospital received notice of lawsuit 1/18/94 alleging that leakage of battery current has caused nerve damage to patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.